Event description:
The patient tested their blood glucose using suspect device and patient obtained a result of 407 mg/dl. Patient then gave themselves 30 units of insulin based upon the result. Patient then went to sleep and their spouse found patient unconscious. Spouse called 911 and when the paramedics arrived their glucose was 31 mg/dl. Patient was transported to the hospital and treated for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.